Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open ventral hernia repair, while mesh fixation, the device did not fire. They replaced it with another device to complete the case and resolved the issue. The patient is alive with no injury.